Manufacturer narrative:
The field complaint of the transmitter not powering on was verified. The visual inspection revealed no physical damage to the outer plastic housing of the transmitter or to the ac power adapter. The prongs were removed, and it was no damage was observed on the metal contact pins. The unit was plugged into a working ac electrical wall outlet and failed to power on. After opening the ac power adapter, burnt components were observed on the main circuit board and on the inner casing. After opening the transmitter, the main pcb board was found to be burnt as well. Due to all the burn damage, the unit could not be plugged into a working ac electrical outlet. High current flow through the ac wall power outlet damaged the ac power adapter causing the no power issue and the burn damage.

Event description:
It was reported that the no longer powered up. There were no consequences to the patient. The transmitter was returned and during analysis, burnt components were observed on the circuit board.